Event description:
Boston scientific received information that this right atrial (ra) lead was successfully implanted at the implant procedure however, when it was checked by the programmer post pocket closure, it exhibited high pacing threshold measurements. X-ray confirmed that the lead had dislodged. The ra lead was attempted to be fixed at the right atrial appendage however difficulty in placement was observed. The ra lead was explanted and successfully replaced with another lead. This ra lead is out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.